Event description:
It was reported that during a device change-out, the patient could not be converted and the shock impedance was found to be low. X-ray revealed an insulation defect between the rv and svc coils. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.